Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a small volume intermate a blood backflow occurred. It was further reported that the nurse went to disconnect patient's intermate following completion of infusion and noticed there was blood backflow into the line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed blood in a segment of the tubing line near the distal luer. The reported condition was verified. The cause of the condition could not be determined from the provided photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.